Manufacturer narrative:
The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
It was later reported that "cell inspection" was positive and "bia alcl" was suspected.

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. This is a known potential adverse event addressed in the product labeling. Clarification to; explant has not been confirmed.

Event description:
Patient reported "seroma, and other several symptoms" later confirmed as "swelling" and "skin allergy." The status of the device is unknown.